Event description:
This event no longer meets the qualifications for a reportable event. See h10.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Additional information was received on 12dec2024. It was reported that the wire guide did not unravel or separate. It was clarified that the users encountered difficulties advancing the pigtail catheter with the obturator attached over the wire. A review of risk documentation does not indicate that "difficult advancement of the catheter assembly over the wire guide" is likely to cause serious injury if it were to reoccur. No serious injury was reported for this event. A detailed search of complaint history has revealed no previous events involving the reported failure mode that has led to a serious injury. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50, the complaint event is considered not reportable. No additional reports will be submitted for this incident. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide included in the wayne pneumothorax tray separated during an unknown procedure(s). The facility reported this happening on a regular basis with the kits. Additional information regarding event details and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: senior buyer. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.